Event description:
It was reported "once line was inserted and I got blood return I advanced the guidewire with no issue but met resistance when trying to advance the catheter. Once I met the resistance I pulled the guidewire all the way back but when trying to pull the catheter out of the skin it was caught under the patients skin. I was unsure of how far in it was and didn't want to cause any damage pulling it out so I notified the physician, who came to the bedside and was able to get it out without any noticeable harm to the patient. I then held pressure on the site for 10 minutes. Once the line was out we could see that the needle had perforated the side of the catheter and it caused the top of the catheter to go out at an angle and that is what got caught under the skin." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Manufacturer narrative:
(B)(4). UDI number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " once line was inserted and I got blood return I advanced the guidewire with no issue but met resistance when trying to advance the catheter. Once I met the resistance I pulled the guidewire all the way back but when trying to pull the catheter out of the skin it was caught under the patients skin. I was unsure of how far in it was and didnt want to cause any damage pulling it out so I notified the physician, who came to the bedside and was able to get it out without any noticeable harm to the patient. I then held pressure on the site for 10 minutes. Once the line was out we could see that the needle had perforated the side of the catheter and it caused the top of the catheter to go out at an angle and that is what got caught under the skin." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo displays the catheter partially severed by the needle, which supports the customer description that "we could see that the needle had perforated the side of the catheter". Therefore, the customer report of a split/ torn catheter was confirmed. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." Based on the customer description and photo, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported " once line was inserted and I got blood return I advanced the guidewire with no issue but met resistance when trying to advance the catheter. Once I met the resistance I pulled the guidewire all the way back but when trying to pull the catheter out of the skin it was caught under the patients skin. I was unsure of how far in it was and didnt want to cause any damage pulling it out so I notified the physician, who came to the bedside and was able to get it out without any noticeable harm to the patient. I then held pressure on the site for 10 minutes. Once the line was out we could see that the needle had perforated the side of the catheter and it caused the top of the catheter to go out at an angle and that is what got caught under the skin." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."